Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 3.6, lab: 3.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 3.6, lab: 3.0, mean: 3.30, confidence limits: 2.0-5.0. The mean of the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of today, no product is expected to return. No further investigation will be reported. No trending possible, because no strip lot number was provided. No corrective action is required at this time, as no product deficiency was established.